Event description:
It was reported that the patient came in for a follow up visit. The right ventricular (rv) lead trend data showed a variation in the impedance to a high measurement which seemed to occur prior to and on one specific date. Since that date, the impedance measurements have been within normal range. The rv lead remains in use, but will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (ipg) 2006 (B)(6). (B)(4).